Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) is not working, it will not power on and batteries wont charge. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) unit will not power on and batteries won¿t charge. Discovered console not fully inserted into cart causing batteries to drain to empty. Pushed console back into cart. Batteries charging now. Unit powers up and operates properly. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. There was no patient involvement. The equipment was cleared for customer use.